Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure four years ago, the clear insulation detached from the device. The insulation was not left within the patient, and it has been indicated that no further information is available.